Event description:
It was reported that the customer experienced high bg due to a bent cannula treated by changing the infusion set and administering a pump bolus on 21 mar 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.